Event description:
Two nurses were stuck due to that the cover does not cover the needle when retracted.======================manufacturer response for monojet 23g 1 inch, kendall monojet (per site reporter).======================rep will be here to discuss.what was the original intended procedure?IV therapy.device #1is this a laboratory device or laboratory test?no.